Manufacturer narrative:
(B)(4). Product problem corrected to adverse event. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional information regarding the patient¿s clinical course was obtained in follow up communication with the reporting user facility and are as follows: "the gore-tex mesh was installed during a left upper lobectomy reconstruction. Patient has a history of upper lobe lung carcinoma. The removal was due to an infected mesh. The abscess in listed as due to the infected mesh". Additionally, the provided test results do no indicate an infection. IFU statement: the instructions for use provide the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
Gore received notification from the FDA that a user facility medwatch report ((B)(4)) was submitted reporting "patient had a bronchoscopy, flexible thoracotomy approach by thoracic or cardiac service, incision and drainage of chest wall abscess, and removal of chest wall mesh."

Manufacturer narrative:
The following additional and corrected information is being provided in response to user facility report ((B)(4)). No information is available. Patient identifier on user facility report was listed as "confidental." Patient weight was requested, however no information was provided. (B)(4): the device was not returned, therefore a direct product analysis could not be performed.